Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal continuous peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy solution, diarrhea and abdominal pain and hyperthermia. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the event. Nine days after event onset, antibiotics were changed to amoxicillin. Pd therapy was discontinued. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal continuous peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy solution, diarrhea and abdominal pain and hyperthermia. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the event. Nine days after event onset, antibiotics were changed to amoxicillin. Pd therapy was discontinued. No additional information is available.